Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5a1120s) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p4l0785s) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p4l0785s) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p4l0785s) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p4l0785s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic lobectomy, while preparing to detach the lesion tissue, after installation, the stapler could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. The stapler was reinstalled, but the issue persisted. The reload was replaced twice but the stapler still would not fire. The handle was replaced, and the stapler still would not fire. Another handle and reload were used to complete the case. There was no patient injury.